Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a malfunctioning device and a tear in the left cylinder. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functionally tested; no leak was found. Cylinder has wear at fold in cylinder body. This wear would not affect the functionality of device. The tubing was identified to be cut down to the input tube sleeve. Product analysis was unable to confirm the reported event. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a malfunctioning device and a tear in the left cylinder. A patient outcome of stable was reported.